Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was intermittently unresponsive. It was also noted that the up arrow, down arrow and ok button symbols were worn off. This complaint is being reported because the reported issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/13/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:the keypad button symbols were found to be worn out; however, there was no damage observed to the keypad cover. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.